Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016 under general anesthesia. According to the complainant, patient was noted to have a small fibroid located towards the fundus. The physician reportedly used two tenaculums around the sheath at 9 o¿clock and 3 o¿clock position. At thirty seconds left during the ablation phase of the procedure, a fluid loss alarm was observed and an actual leak was noticed. The machine was put to system shutdown and cool down. It was reported that the patient sustained a second degree burn on the left side of the vaginal wall towards the external opening away from the cervix. The burn area was treated with estrogen gel and ointment. An additional attempt has been made to obtain follow up event details with no response from the clinician.